Manufacturer narrative:
(B)(4). On (B)(6) 2014 the customer reported that after a completing a patient procedure and during unloading the patient, the patient support kept moving down after they pressed and released the down button. The philips field service engineer (fse) confirmed there was no harm to a patient, bystander or operator. The fse examined the patient support and confirmed that the downward motion stopped when the patient support reached the down limit switch and determined the downward motion was the result of a failed patient table vertical (ptv) board. On 31-mar-2014 the fse replaced the ptv board to resolve the issue. The mechanical examination of the ptv board by CT engineering was inconclusive, and engineering was unable to determine the cause of this malfunction. However, there have been no recurrences of the issue since fse replaced the patient table vertical board. CT engineering determined this issue to be of acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury .

Event description:
The customer reported after a patient procedure and during unloading the patient, the patient support kept moving down after they pressed and released the "down" button. The philips field service engineer (fse) confirmed there was no harm to a patient, bystander or operator. The fse confirmed this issue was the result of a failed patient table vertical (ptv) board.

Event description:
The customer reported after a patient procedure and during unloading the patient, the patient support kept moving down after they pressed and released the "down" button. The philips field service engineer (fse) confirmed there was no harm to a patient, bystander or operator. The fse confirmed this issue was the result of a failed patient table vertical (pvt) board.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).